Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that revision surgery occurred, due to a failure of locking mechanism causing insert to rotate freely inside the apr cup, and excessive wear on the articulating surface and backside of liner.